Manufacturer narrative:
This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is an error code, unit shuts down and unit alarms not functional. The key failure is the pilot valve is not shifting which explains all reasons for repair except unit alarms not function which is explained by the on/off switch having no alarm.